Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The sheath was prepared and then inserted into the patient's left atrium (la) after the transseptal puncture was done; however, the sheath could not be aspirated after the dilator was removed. The sheath was replaced, but the new sheath also exhibited the same issue in the la. The sheath was unobstructed on intracardiac echocardiography (ice) and had no bends or kinks. Though the sheath could be aspirated when it was pulled back into the right atrium (ra), the procedure was cancelled as the physician was not comfortable using the sheath in the la due to the issues aspirating it in that chamber of the heart. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.